Manufacturer narrative:
Check of the dhrs: by checking the dhrs of the lot #s involved (stem: lot#: 0504261; neck: lot#: 0902230) did not show any anomaly on the overall number of pieces placed on the market with these lot#s. No other complaints were received on these specific lot#s. Xray analysis: we received pre-operative xrays (exact date unknown) and sent them to a medical consultant for a clinical opinion. Following, how he commented this case: "from the xrays I would estimate that during 1. Revision the stem has been placed a bit too deep. However, the surgeon may have had a good reason at that time for that placement, e.g. Avoiding leg length discrepancy. Personally, I would rather accept leg lengthening than risk of dislocation, but that needs to be left to the decision of the surgeon. Beside that all placement appears correct. Obviously the deep placement indeed resulted in dislocation and the surgeon decided to go for the longer proximal module. This possibility is one of the advantages of a modular system, however, I also made the experience that the connection sometimes cannot be solved. Manufacturers of comparable modular systems all claim, that the connection primarily bases on cold shut and the screw is just an additional safety measure. Some omit screws completely, as in most knee replacements. It is therefore understandable that the surgeons attempts failed. It seems he has found a good solution by changing head and liner as no further complications occurred. In summary: from the submitted information I cannot find any fault, neither on the side of the surgeon nor on the material used." Without analyzing the components involved, it was not possible to identify the root cause of the event. However, stating that no anomaly was detected by the check of the manufacturing chart and no other complaints associated to these lot #s were received, we cannot identify the root cause of the event. In conclusion, based on the few information received, we cannot judged this case as product related. Pms data: (B)(4). No corrective action implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery performed on (B)(6) 2016 due to dislocation. Primary surgery was performed on (B)(6) 2010. According to the info reported, the dislocation was due to the misalignment of competitor's products (acetabular part of prosthesis; cup and liner). Lima components (stem, neck and femoral head) were not the cause of the dislocation. During the revision, surgeon planned to replace also the revision neck, but it was impossible to remove the neck code 7515.15.010 from the stem code 3814.15.020. Therefore, surgeon left the original neck implanted. Event occurred in japan.

Manufacturer narrative:
The check of the DHR for the lot # involved (stem: lot# 200504261; neck: lot#200902230) did not show any anomaly on the overall number of pieces placed on the market with these lot #. No other complaints were received on these specific lot #. We will submit a final MDR after the complete investigation.

Event description:
Revision surgery on (B)(6) 2016 due to reported dislocation of the prosthesis implanted on (B)(6) 2010. According to the info reported, the dislocation was due to the misalignment of competitor's products (acetabular part of prosthesis; cup and liner). Lima components (stem, neck and femoral head) were not the cause of the dislocation. During the revision, surgeon planned to replace also the revision neck, but it was impossible to remove the neck from the stem. Therefore surgeon left the original neck implanted. Event occurred in (B)(6).